Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(6) (4.6 mmol/l result), is related to case with patient identifier (B)(6) (21.4 mmol/l result).

Event description:
It was reported the customer received the following results on the mobile system within 10 minutes: 21.4 mmol/l and 4.6 mmol/l. No adverse event reported. The test strip lot number was not provided for the result 21.4 mmol/l. The test strip lot number 278338 was used for the result 4.6 mmol/l. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.